Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The provided analysis of the patient¿s x-ray revealed the ultrabutton was not positioned on the femur. However, based on the limited information provided, once tibial was fixed, the surgeon tightened the ultrabutton, and the graft could be seen tightening up in the femoral tunnel. The remaining suture from the ultrabutton, was cut by the surgeon and removed. Therefore, since the utrabutton was left good position and secured by the surgeon, micro-motion/migration of the graft is unlikely. Reportedly, this patient is doing well and was discharged from the hospital with no plans for further medical intervention.. Should any additional relevant medical information be provided, this case would be re-assessed. There was no way to determine if the device contributed to the reported event. The failure of device migration was confirmed, but the root cause could not be determined. The failure of resistance was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, one day after a double bundle acl procedure using an ultrabutton device; the x-rays showed that the button was not positioned on the femur. During surgery, the surgeon pulled up the graft while remaining tension at the tibial side, this was done before ultrabutton was position on the femor side. However, resistance was felt as the graft could not be pulled down after button position on the femur. Then, the tibial was fixed with a 15mm suture washer. Once tibial was fixed, the surgeon went on to tighten the ultrabutton and the graft could be seen tightening up in the femoral tunnel. The remaining suture from the ultrabutton was cut and removed. The patient is well and was discharged, there is no plan of medical intervention at the moment.

Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).